Manufacturer narrative:
On (B)(6) 2020, upon visual evaluation of the images provided in the complaint, two (2) devices are observed ruptured. However, it is not possible to confirm which one belongs to the side reported. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received the photos of the devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/2/2020, it was reported to mentor that the date of removal was (B)(6) 2020. The rupture was bilateral. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 600cc and experienced capsular contracture and rupture on the left breast implant. The patient felt ¿left breast aches, discomfort, pain, firmness, hardening, difficulty doing daily activities.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.